Manufacturer narrative:
This MDR is a duplicate of MDR 3025141-2014-00219 which is complete, accurate and up to date.

Event description:
The lunate section of the implanted slic screw broke post operatively.